Event description:
It was reported that a user of the ilet bionic pancreas experienced frequent low glucose events with nadirs reportedly to 53 mg/dl and subsequent marked hyperglycemia with values around 400 mg/dl, associated with overtreatment of hypoglycemia using multiple glasses of juice and numerous glucose tablets; the user requested guidance on cgm target settings and completed a full supply change with resumed insulin delivery, with no leaks or kinks reported, and oral glucose was used to treat lows. Symptoms included hypoglycemia with shaking or tremors, as well as episodes of hyperglycemia. Outcomes included unexpected medical intervention in the form of medication or carbohydrate administration and characterization as a serious illness or impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper or incorrect procedure in treating low glucose, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event. The user received troubleshooting and education regarding appropriate low-glucose treatment to avoid rebound hyperglycemia.